Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to an early sensor shutoff, pt noticed that sensor wire had remained inside his skin. Pt proceeded to pulling it out of his skin. At the time of his call to dexcom technical support, pt reported that he was doing fine.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.